Event description:
During first freeze, the water level in the sterile water bag connected to the cryo-60 catheter/warmer started to fall rapidly. The pt began to exhibit spasms. The procedure was halted immediately and the catheter was withdrawn from the pt. The distal end showed it had been shredded and the water had been leaking into the pt's bladder/urethra from where it was eventually expressed without apparent harm to the pt. The cystoscope camera had shown the internal tissue faces to have been clear for freezing and with no probes intruding into the bladder, prostate or urethra.

Manufacturer narrative:
Additional info/procedure report requested on (B)(4) 2011. Product eval in progress. A f/u report will be submitted when eval is complete.